Event description:
It was reported that a user of the ilet experienced sustained hyperglycemia, with glucose values rising into the 300¿390 mg/dl range and a peak of 393 mg/dl while on automated insulin delivery. Troubleshooting identified persistent hyperglycemia despite corrective dosing and led to an infusion site change, after which glucose values began to decline. Investigation included user-reported performance, guided troubleshooting. Investigation of this case revealed that the hyperglycemia resolved following infusion site replacement. No symptoms associated with elevated blood glucose. Outcomes included no medical intervention, and glucose returned to target after supply change. It was concluded that the event was consistent with hyperglycemia of unclear cause, with probable contribution from infusion site performance, given improvement after site change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.